Event description:
Pt admitted on (B)(6) 2016 from clinic after it was noted the pt's heartmate ii lvad pump stopped twice at home on (B)(6) 2016 when on batteries and then again in clinic when attached to the power module. Pt's controller changed immediately in clinic which restarted the pump. The controller data, waveforms and lvad driveline xrays were sent to st jude for review. St jude's eval revealed possible fracture of 2 wires in the driveline. St jude's recommendation was to repair the driveline with operating room backup as the pump could stop. The decision was made to bring the pt to the operating room on (B)(6) 2016 for a pump exchange. When the pt was attached to the power module in the operating room, it was noted that the pump had stopped briefly 13 times after admission. Surgery went well and the pt is currently recovering on the telemetry unit. Of note, the pt has been repeatedly noncompliant in caring for his driveline. The driveline has been found twisted and kinked during several clinic visits. During each of those clinic visits, the pt was provided with add'l education in caring for his driveline.